Manufacturer narrative:
The patient's driveline infection was previously reported under manufacturer report numbers 2916596-2021-06599 and 2916596-2021-06595. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed pump stop events. Additionally, review of the images provided by the account revealed areas of the external portion of the driveline that appeared to be kinked. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. The specific cause for the reported driveline infection could not conclusively be determined. The account reported that the patient experienced low speed and low flow events and was having palpitations. The account also reported that the patient¿s driveline infection was treated with antibiotics. The submitted log file contained data from (B)(6) 2021 at 04:18:53 to (B)(6) 2021 at 09:03:22, per the timestamps. On (B)(6) 2021, several pump stops were captured while connected to both the mobile power unit (mpu) and batteries. Although a specific cause for these events could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with a phase-to-phase short within the driveline. Before and after the pump stop events, the device appeared to function as intended. The patient ultimately received a heart transplant on (B)(6) 2021. It was communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections of the IFU, as well as sections of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Sections of the IFU, as well as sections of the patient handbook warn to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the lvas to stop. Section of the IFU also cautions that sharp bends, twist, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section of the IFU and section of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of the document. This document contains information regarding on how to care for the driveline. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low speed advisory and low flows for 5 minutes. These alarms occurred while on batteries. The patient became symptomatic and had palpitations and was admitted to the hospital where it was noted that the patient's driveline was taped with rescue tape and had erosion just a few centimeters distal to the exit site. At this time the patient was also undergoing treatment for a pseudomonas driveline infection with redness and drainage from the exit site. A review of the log files revealed pump stop events on battery power and the mobile power unit (mpu) on (B)(6)2021. These stops appeared to be caused by a phase to phase short of the driveline, which would occur on any power source. Images of the driveline were reviewed and revealed that the driveline did look a little worn near the exit site. It also appeared that the velour was missing. The low flows were attributed to the drop in pump speed, and they resolved without any intervention. The patient was status 2 on the transplant list and their driveline was splinted to prevent further alarms. The patient was receiving (B)(6) to treat their infection. On (B)(6) 2021 the patient had a heart transplant due to the device issues they had been experiencing.

Manufacturer narrative:
Damage to the patient's driveline was previously captured under MFR # 2916596-2021-03503. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.